Manufacturer narrative:
Concomitant medical products: 5866-38m, implanted: (B)(6) 2016.

Event description:
It was reported that the patient was admitted to the hospital for a pocket infection and (B)(6). The patient's system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. No anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.